Event description:
A pt expired approx. Ten hrs post stent placement utilizing this balloon catheter. A stent was crimped onto this balloon catheter advanced and deployed at the ostium of the renal artery. The stent slipped forward slightly out of position upon deployment. Efforts to pull the stent back into position were unsuccessful. Another balloon catheter was used to deploy a second stent in the appropriate position without complications. Final injection showed obstruction of the renal artery. Believeing clot and/or spasm were the cause of the obstruction, nitroglycerin and urokinase were adminstered. A urokinase drip was started and continued for fifty minutes before info revealed the pt had suffered a stroke two weeks prior to this procedure. The urokinase drip was immediately discontinued. The pt expired ten hrs post procedure. The cause of death was confirmed to be a stroke. Stent placement is an non indicated use of this catheter. Based on the info received from the user facility relating to this procedure, co does not attribute this event to the device. No malfunction of the device was indicated. Co's directions for use states: balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any use of procedures other than those indicated in these instructions is not recommended.